Event description:
Philips received a complaint on the v60 ventilator indicating that the device is displaying a speaker failure e/c - 1102 primary alarm failed message. The device is triggering primary alarm when turned on. The customer advised that both speakers were tested and appears to be working fine. The customer advised the problem could be with the cpu board. It is currently unknown if unit was in therapeutic use at the time of event. No reports of user/patient harm or injury. This investigation is ongoing.

Manufacturer narrative:
Patient/user involvement: it is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Bench repair evaluated the device and determined the issue was due to a failure related to the cpu pcba board. The repair for this unit cannot be conducted at this time due to a back order status of a part (cpu pcba board) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10 bench repair received the cpu pcba board and replaced it to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.